Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. Blood was observed on the sleeve head of the lead. The helix of the lead had an out of specification analysis result for extension/retraction due to body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had difficulty initially advancing through a kink in the introducer. The lead eventually passed through the introducer successfully and was successfully extended after approximately eighteen turns and placed in the apical right ventricular (rv) region. The lead then needed to be repositioned and the retraction also took approximately eighteen turns. When attempting to refixate the lead the helix would not extend after numerous attempts and turns of fifty plus. The lead was removed and not used. A new lead was implanted instead. No patient complications have been reported as a result of this event.